Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on shock electrogram (egm). The device delivered inappropriate anti-tachycardia pacing (atp) and one shock for what appears to be supraventricular tachycardia (svt). The device remains in service. No adverse patient effects were reported.